Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during an endovascular embolization, 4.5mmd 22mml enterprise vascular reconstruction device (product code: enc452200, lot number: 10007044) became impeded at the distal end of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31649880) and could not advance any more (the delivery wire of the stent passed through the tip of the microcatheter, the stent did not pass through the tip of the microcatheter). The doctor removed the stent and microcatheter (mc) from patient and found the stent was detached from the delivery wire in the distal end of the microcatheter. The doctor switched to new devices to complete the procedure. The surgeon had an extra set of hands to support while flushing aligning the enterprise system. The user twisted the rhv. There was no force needed to remove the delivery wire, the delivery wire was removed smoothly. The stent was detached from the delivery wire at the distal end of the microcatheter. Another enterprise stent of the same product code was used to complete the procedure. Additional event information was received on (B)(6) indicating that they were able use a guidewire in the microcatheter prior to using the enterprise system. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref#(B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b3, b4, g3, g6, h2, h3, h6 and h11. The product was returned to cnv for evaluation. Visual inspection was conducted on the returned device. A non-sterile stent - vascular reconstruction (product code: enc452200) was received contained in the decontamination bag/pouch. Visual inspection confirmed that the returned components included the delivery wire, stent, and introducer. The delivery wire was found to be kinked, and the stent was observed to have bent struts at one end, despite of this both ends were completely flared and fully expanded. The introducer was returned in good condition. The delivery wire was subjected to dimensional analysis and all measurements were found to be within specification, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. Functional testing could not be performed due to the condition of the returned components, specifically the stent being detached from the delivery wire and the introducer. The reported issues are confirmed based on the observed damage to the delivery wire and the stent, which suggests that the device was subjected to manipulation that could have caused the stent to disengage and bend, as well as the delivery wire to kink. Dimensional analysis confirmed the introducer was within specifications. It is suggested that excessive force and device manipulation, possibly related to operator technique and procedural factors, may have contributed to the reported failures. The instructions for use recommend not applying undue force if resistance is encountered during stent manipulation, withdrawing the unit and advancing a new one, and confirming the tip of the delivery wire is entirely within the introducer. There is no evidence to support that the issues are a result of a defect inherently related to the device. Additional complaint monitoring is conducted as part of post-market surveillance. As part of cnv quality process all devices are manufactured, inspected, and released to approved specifications. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.